Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/04/2013 with the following findings: during testing, the pump powered on to the verify screen with audible tones and vibratory alarms operational. A replace battery alarm occurred after confirming the verify screen. There was a crack at the top of the battery compartment and the pump case seal. There was evidence of moisture corrosion found in the battery compartment. The pump cover was removed and no evidence of moisture was found in the pump compartment. The replace battery alarm was not able to be cleared due to moisture. The keypad cover was found to be fully intact; no damage or peeling was observed. The keypad cover was removed and no contamination was found on any button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the patient has been swimming and now the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.